Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) pace impedance measurements greater than 2000 ohms. As a result, the device and the rv lead were explanted and replaced. No additional adverse patient effects were reported.